Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal insulations were abraded at 6.5 cm from the connector pin which exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the lead insulation exhibited an anomaly. The lead was explanted.